Event description:
Mayfield skull clamp slipped open during a cervical spine procedure. No injury resulted in the incident. Additional information has been requested.

Manufacturer narrative:
Investigation completed on 5/9/2017. The device was not returned for evaluation. No serial number, lot number were provided; hence DHR could not be completed. Trend could not be verified, however ongoing monitoring off all device slippage occurrences is being performed. The root cause analysis is inconclusive as item was not returned for evaluation.

Manufacturer narrative:
Additional information received on 15apr2017 with the following: the skull clamp did not get used on any patient as it would not clamp down. When the customer tried it, the clamp would not hold so the customer used another one. The customer has not yet sent the device back for evaluation.